Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, during ablation of the right inferior pulmonary vein (ripv), phrenic nerve palsy (pnp) was observed. A double stop technique was performed and the phrenic nerve motion slightly recovered but did not fully recover. The case was completed using radiofrequency. No further patient complications have been reported as a result of this event. Incoming information received that the patient's pnp did not recover.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed that 7 injections were performed with a balloon catheter on the date of the event without triggering any system notice. The physical device was returned for analysis or investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.